Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen device failure alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that that the oxygen device failure alarm had occurred. It was also reported that the device was being used with fio2 set to 22% and connected to the central piping as it is always connected to it. The investigation is ongoing.

Manufacturer narrative:
The fst was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.